Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, due to a pinhole on channel-tube, water tightness was lost, the bending section cover (a-rubber) had a scratch, the adhesive on the a-rubber had a crack and had a white-clouded area, due to clogging of nozzle, water removal ability did not meet the standard value, switch 1 (sw1) had a scratch, the universal cord had a wrinkle, the protector of universal cord on control section side had a scratch, the protector of universal cord on standard-connector side had a scratch, the adhesives around objective lens had a white-clouded area, the adhesives around the objective lens had white-clouded area, the light guide (lg) lens had a chip, the adhesives around the lg lens had white-clouded area, the plastic distal end cover (c-cover) had a dent and burn, and the connecting tube has a wrinkle. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had air/water leakage. Upon inspection of the customer¿s returned device it was observed, the nozzle had foreign object. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The foreign matter questionnaire found that the product was cleaned, disinfected, and sterilized prior to it being sent it to olympus. The customer had no idea about what the foreign matter was that was adhered to the endoscope. The customer indicated ¿yes¿ there was any possibility that the endoscope was used for the procedure with the foreign material attached to it. And later clarified the have been no adverse events related to the device in question. No delay in the start of precleaning. The air/water nozzle was flushed with water and air. It is ¿unknown¿ if the endoscope was immersed in the detergent solution. There were abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle with the was flushed with detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified, and air/water nozzle was not deformed. The root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) which state: the operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section ¿3.2 inspection of the endoscope¿ and ¿section 3.6 inspection of the endoscopic system¿ as below. Inspection of the endoscope: 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, dents, deformation, or other irregularities. Inspection of the objective lens cleaning function: inspection of the water feeding function. 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.